Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review did not verify the reported event. Sample evaluation found no nonconforming product and the device passed external/internal visual inspection. A short simulated therapy was successfully performed. Returned homechoice devices received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient felt overfull during peritoneal dialysis therapy on the home choice. It is unknown in what cycle the incident occurred. The patient¿s largest prescribed fill volume was 2000ml and their drain volume equaled 3600ml. It is unknown how the patient completed therapy. No further therapy information was provided. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.